Event description:
It was reported that during an acl reconstruction procedure, the knots would not slide on these devices resulting in the sutures breaking. It was confirmed that the t's from the device remain in the pt. The surgeon was able to repair the tear using additional fast-fix devices. A delay of 5-10 minutes was experienced. No pt injury or complications resulted.